Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was found in the therapy logs: occurrence date (B)(6) 2010 in cycle 3. The drain volume was 4211 milliliters (ml). On (B)(6) 2010, product surveillance spoke with the peritoneal dialysis nurse (pdrn) to provide the results of evaluation. The pdrn stated, the patient was doing well with therapy and had not reported any issues. The pdrn confirmed she would review the therapy settings. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An increased intraperitoneal volume (iipv) event found in the therapy logs was confirmed in the device logs but not duplicated during product analysis laboratory (pal) evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipvs found in the device logs. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The assignable cause of the iipv was determined to be insufficient drain. A review of the previous service record, august 2009, shows the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the reported problem. The device was forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). Device evaluation not yet completed. A follow up report will be submitted when the evaluation results become available.